Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The sensing vector at the time of shocks was in the secondary vector. The patient was asleep for both shocks. Office testing found the primary sensing vector to be clear. The system has been implanted less than one year. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous device. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The sensing vector at the time of shocks was in the secondary vector. The patient was asleep for both shocks. Office testing found the primary sensing vector to be clear. The system has been implanted less than one year. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. Additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to the previously mentioned clinical observations and replaced with a transvenous system. It was noted that therapy had been exhausted with this event. No additional adverse patient effects were reported. Additional information was received that a pocket fracture was suspected. It was reported that the patient had two inappropriate shocks due to oversensing of noise. The sensing vector at the time of shocks was in the secondary vector. The patient was asleep for both shocks. Office testing found the primary sensing vector to be clear. The system has been implanted less than one year. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The sensing vector at the time of shocks was in the secondary vector. The patient was asleep for both shocks. Office testing found the primary sensing vector to be clear. The system has been implanted less than one year. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. Additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to the previously mentioned clinical observations and replaced with a transvenous system. It was noted that therapy had been exhausted with this event. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned and will be analyzed. A supplemental report will be filed at that time.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise. The sensing vector at the time of shocks was in the secondary vector. The patient was asleep for both shocks. Office testing found the primary sensing vector to be clear. The system has been implanted less than one year. Technical services reviewed the electrograms and discussed some options. There were no additional adverse patient effects. Additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to the previously mentioned clinical observations and replaced with a transvenous system. It was noted that therapy had been exhausted with this event. No additional adverse patient effects were reported. Additional information was received that a pocket fracture was suspected.

Manufacturer narrative:
This device is expected to be returned and will be analyzed. A supplemental report will be filed at that time.